Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, that a pediatric central line was placed with seldinger technique. At the time of removal of the guidewire, the guidewire could not be removed completely because it was "stuck" in the puncture needle. The doctor had to remove the whole device (needle and guidewire) and the guide came out damaged. The device was removed in its entirety and was replaced with the cvc. The second attempt was successful, and therapy was not delayed or interrupted. There were no reported patient complications or need of a medical intervention. The current patient's condition was reported as fine. Additional information was received on 19oct2022: the doctor had to remove the whole device and the guide came out completely. There were no remaining parts of the wire in the patient. There were no harm or injury reported to the patient.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint was able to be confirmed by the photos. Both photos revealed a guidewire that had unraveled during use. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with one finding. For material n5-14402-002a and lot 14p21d0094, a non-conformance was initiated for exposed material (improperly packed). This conformance is not relevant to the complaint issue. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 13oct2022, that a pediatric central line was placed with seldinger technique. At the time of removal of the guidewire, the guidewire could not be removed completely because it was "stuck" in the puncture needle. The doctor had to remove the whole device (needle and guidewire) and the guide came out damaged. The device was removed in its entirety and was replaced with the cvc. The second attempt was successful, and therapy was not delayed or interrupted. There were no reported patient complications or need of a medical intervention. The current patient's condition was reported as fine. Additional information was received on 19oct2022: the doctor had to remove the whole device and the guide came out completely. There were no remaining parts of the wire in the patient. There were no harm or injury reported to the patient.